Manufacturer narrative:
Product evaluation has been completed. One opened bl5623 pouch from lot w2503 was returned. The expiration date on the label was 01/07/2020. Visual inspection found the tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
The user facility in (B)(6) reported during vitrectomy surgery the cutter stopped cutting and the vitreous attached to the cutter. There was no impact to the patient. They replaced the product and completed the surgery with no issues.